Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a communication issue, where patient's orders were not crossing over to the station. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. It was determined that all the station was failed to communicate the patient order to the server and the station was on critical override. The customer informed to the technical support specialist to close the case where the issue was resolved. The technical support specialist updated for closure as the customer stated that the issue was resolved and no information was provided on how the issue was resolved.